Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: breakdown of the 6 events of is as follows: serial numbers of suspect products: (B)(4). 4 investigations were completed and 2 are pending from the period. From the 4 investigations the product was not returned. Documentation shows that products met manufacturing release criteria and no product deficiency was identified. This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
In initial report the breakdown of events was inadvertently not included and are as follows: lens damaged 2; difficult to use, lens damaged,unfolding issue 4. 2 investigations were completed. In one the product was returned and no issues were found and in the other one the product was not returned. For both the documentation shows that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.